Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two shocks for an unknown reason. The device was found to be at end of life (eol) and was subsequently replaced for normal battery depletion. This ICD has not been received for analysis. No additional adverse patient effects were reported.